Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the thread of the driving cap was broken and got stuck in the insertion handle hole. Concomitant device: radiolucent insertion handle (part# 03.033.001, lot# 2l14057, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523, lot: 3l00119, manufacturing site: bettlach, release to warehouse date: april 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the device was found broken at the threaded part section. The threaded part is stuck in the also received concomitant insertion handle. There are heavy hammer blows signs at the driving cap, what is evidence that the device was subjected to misuse and mechanical overload. The insertion handle is otherwise in a good condition with no visible damages, there is no evidence that this device contributed to the complaint condition of the broken driving cap.the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the main section of the device was not returned and the fragment is stuck in the insertion handle, therefore a dimensional inspection cannot be performed. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint is confirmed as the driving cap is broken as reported. However, based on the findings above no fault could be found in material or during the production. This failure is typically consistent with inadequate handling of the device in combination with excessive force application. The numerous hammer marks at the bottom side of the mechanical stop, below the hexagon gives us an indication that the device was used during removal which is not the indented use of the driving cap for insertion handle. The surgical technique described to use extraction screw, for tibial and femoral nails 03.010.000 for the removal of the nail. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update to event description: it was reported that on (B)(6) 2020 that the thread of the driving cap was broken and got stuck in the insertion handle hole. There was no surgical delay. The procedure was completed successfully. The patient outcome was reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523, lot: 3l00119, manufacturing site: bettlach, release to warehouse date: april 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. No product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.